Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Manufacturer narrative:
The device was returned with the implant coil still attached to the pusher assembly. It was evaluated and the implant coil detached normally with an in-house instant detacher.(B)(4).

Event description:
Treatment of an aneurysm. It was reported the coil could not be detached during procedure and was removed from the patient. No patient injury reported.